Event description:
It was reported that a balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is stable. It was further reported that the 80-90% stenosed target lesion was located in the severely tortuous and severely calcified anastomotic stoma. Also, the balloon was inflated 6-8 times and ruptured at 10 atmospheres for 40-50 seconds .

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1. Initial reporter address 1-no.(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, and no leaks or issues was noted with the balloon. An examination of the marker bands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks. The inflation unit was tested before and after use with pressure druck gauge.

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is stable. It was further reported that the 80-90% stenosed target lesion was located in the severely tortuous and severely calcified anastomotic stoma. Also, the balloon was inflated 6-8 times and ruptured at 10 atmospheres for 40-50 seconds .